Event description:
It was reported that the programmer overheats when left on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of overheating, nothing was found in the parsing sheet. It was noted that the system fan was noisy, the paper guide was broken off the printer drawer, the stylus, keyboard and the keyboard slide cover were missing, the keyboard connector was loose, the left keyboard hinge was broken, the hard drive health was at 99% and the display would not stay up. All found defective parts were replaced and all other identified issues were resolved. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.